Manufacturer narrative:
The device was returned for analysis. The reported difficult to insert the dilator, guide wire and exchange sheath were not confirmed. Difficult to insert the exchange sheath was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a starclose se device with a 6f sheath after a left femoral angioplasty interventional procedure. Reportedly, the dilator/ exchange sheath would not advance over the j-tip guide wire (starclose kit guide wire). Several attempts were made, including trying to put the 6f introducer sheath back in to exchange for a different guide wire, but the 6f introducer sheath would not track either. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.